Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that during a angioplasty treatment procedure, the stent was unable to cross the lesion. The target lesion was located in the left circumflex artery (lcx). This omega ous mr 32x3.00 was selected; however the stent could not cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed a completed hypotube separation. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned complaint device revealed that there was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. A microscopic examination revealed a numerous kinks throughout the hypotube of the device. The microscopic examination also revealed a complete hypotube separation 26cm from the strain relief. There was pulled hypotube sheath material at the ends of the hypotube fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. - the most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).